Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 46 mg/dl. The customer treated with gluten-free cookies. The customer's most recent blood glucose prior to contacting medtronic was 77 mg/dl. The customer will continue to treat low blood glucose by drinking glass of milk. The customer will be sent a replacement holster.